Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a pump system being used to deliver an unknown drug at an unknown concentration and dose. The indication for use was not known. The pump and catheter were explanted due to infection. No troubleshooting of the devices occurred. The doctor suspected an infection due to patient symptoms. The pump and catheter were explanted completely on (B)(6) 2015. It was not known if the issue was resolved. The patient's medical history was requested but not available. Information regarding any other medications taken by the patient was not available. The patient status at the time of the report was "alive - no injury." Information was requested regarding the drug identify, concentration, and dose, the diagnosis/indication for use of the system, and what diagnostic testing was done related to the suspected infection, but no additional information was received. A supplemental report will be submitted if additional information becomes available. Also refer to manufacturer report # 3007566237-2015-04084.